Event description:
It was reported that the device was damaged. This device was not used. No patient was involved.

Manufacturer narrative:
The reported event of damaged product was confirmed. As received, the device was returned in its original packaging box. Visual inspection found the packaging was damaged which is consistent with damaged during shipping or handling. Analysis performed on the device indicated normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.